Event description:
Sleek 2.0x150 balloon was prepped correctly. It was advanced down to the distal anterior tibial artery and when the physician was pushing through a very tight 95+% lesion, the hypotube bent, where he was pushing with his hand, and then the hypotube broke. The device was removed from the patient with no complications and a new sleek balloon was used with no problems. The procedure was completed and the patient had no complications.

Manufacturer narrative:
The product has been reviewed and it appears excessive force was used due to the damage evident on the catheter. The shaft was kinked surrounding the break.